Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (as low as 19 mg/dl) after delivering a manual injection. Subsequently after delivering manual injections, the customer reported bg levels become low. Reportedly, the customer does not overcorrect and stated that it was how the customer's body processes it. To treat the low bg level, the customer consumed orange juice and soda. Recommendation was made to consult with health care provider regarding diabetes management.